Event description:
Pt was bilaterally implanted with siltex spectrum post-op adjustable prosthesis on 4/26/97. Subsequently, it was noted that the pt developed an infection in both breasts. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.